Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The advocate stated that the event occurred since (B)(6) 2020, therefore, event date captured as (B)(6) 2020. The model # was not provided.

Event description:
An advocate reported that since (B)(6) 2020, the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The advocate refused to return the device for evaluation and declined the offer for device replacement.